Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps during use, where it was unclear if hp started over with new lines and bags or just one of the two. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Event description:
During trouble shooting of a check lines and bags alarm which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated that she has setup hc 3 times and had same alarm. It was unclear if hp started over with new lines and bags or just one of the two. The baxter technical service representative (tsr) assisted hp with setting up hc with all new supplies. The prime was completed. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the check lines and bags alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. The writer explained the importance of always changing out all supplies when resetting up due to an alarm. The hp understood and wil start keeping track lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.